Event description:
During a follow-up coronary angiogram conducted twenty-two months post stent implant, a focal restenotic lesion of 99% was observed inside a cypher 3.0x18mm stent located in the distal left circumflex artery (d-lcx). To treat the restenosis, a 2.5x23mm cypher was implanted. Atm pressure and inflation time are unknown. The residual percent of stenosis was 0. Three days later, the patient was in stable condition and was discharged from the hospital. Twenty-two months prior at the index procedure, a 3.0x18mm cypher was implanted in the d-lcx. Procedural details were unknown. The lesion was de novo, not calcified or tortuous. There is no additional information regarding vessel characteristics. Nine months after the index procedure, the patient was enrolled in a study and had two additional cyphers implanted. A 3.0x18mm cypher was implanted in the mid left anterior descending artery and a 2.5x18mm cypher was implanted in the 1st diagonal branch. Both were respectively implanted by direct stenting technique. Nearly two weeks later, the patient complained of dizziness and visited an otolaryngology specialist and no abnormalities were observed. Then, the patient complained of uneasiness of the chest and an st abnormality was observed, however, no treatment was given at the time. Seventeen months after the index procedure, a follow-up coronary angiogram was conducted and revealed a 5% restenosis in the mid-lad stent and a 9% restenosis at the 1st diagonal branch stent. Physician's comment: the cause of this restenosis may be due to the fact that this patient develops cardiovascular stenosis easily.

Manufacturer narrative:
Additional information will be submitted 30 days upon receipt.